Manufacturer narrative:
Examination was not possible, as the product was not returned. One provided x-ray confirmed the nail fractured distally. A search of the complaint database found no prior reports for this part and lot number combination. The facility reviewed the device history records and found no manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
It was found through x-rays that the nail was broken. The patient fracture is healing and another surgery is not planned.